Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was hopitalized with high blood glucose levels and diabetic ketoacidosis. The customer stated that for the past six weeks, she has been receiving "no delivery alarms" during the bolus. No troubleshooting was performed, nothing further reported.